Manufacturer narrative:
The reported issue that the pcu display was flickering was confirmed and duplicated. The display module was found to be flickering on its lefts side; however it did not obstruct or make illegible the displayed information. Temporary replacing of the display module corrected the flickering display issue, and the flickering returned when the customer¿s malfunctioning display was re-installed. The pcu was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
It was reported that rn turned on the pump and noticed the display was flickering. She continued to program and use the pump to run fluids on a patient. The pump worked properly, just display was flashing or flickering on the left side of the monitor. There was no patient impact.